Event description:
The reporter stated that he did back to back blood glucose tests, within 10 minutes, using separate finger sticks. His results were 26 and 258 mg/dl. He did not have any symptoms. A control test was not done due to lack of supplies. On follow-up, the reporter stated that he had a problem getting a drop of blood, and that he checks the confirmation dot for enough blood. The lifescan representative reviewed coding, cleaning, sample application, and use of control solution with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8